Event description:
Additional information was received that even though the device was interrogated and diagnostics were performed prior to surgery and everything was within normal limits, the patient's report of burning pain led the doctor to believe there may have been a micro fracture that was causing this patient's pain, and therefore the lead was replaced prophylactically. The report of a microfracture is reported in MFR. Report # 1644487-2018-00462. The patient¿s lead was received by the manufacturer and underwent product analysis. Resistance measurements of the lead were performed indicating no impedance issues with the returned portion of the lead. No discontinuities were identified within the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified. No other relevant information has been received to date.

Event description:
It was reported that the patient fell on her vns and the generator appeared to have moved in the pocket. The patient has been referred for surgery for a prophylactic replacement and exploratory surgery due to the generator migrating about 3 inches. It was also mentioned that the patient still complains of a burning pain. Additional information was reported that surgery occurred for this patient, where the surgeon decided not to replace the generator because there was still a lot of battery life remaining. The lead was replaced, and the settings were decreased. The generator was removed from the pocked and returned to the same pocket, in the same place, and tied down to prevent future migration. No other relevant information has been received to date.